Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen exhibited a persistent blue or dark illumination with no readable display, and a restart via the ilet mobile app did not resolve the issue while glucose remained stable; the device in use was paired with a dexcom g7, backup therapy was available, and the problem aligned with a display readability issue involving the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews, as well as analysis of information provided by the user or a third party. Investigation of this case revealed an ambient light¿related problem and a display that was difficult to read, traced to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.